Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager on refrigerator was locked and opened using the key, but the system did not register it as open the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was locked and unresponsive. A field service engineer (fse) powered down the system, removed the side panel and replaced the latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager on refrigerator was locked and opened using the key, but the system did not register it as open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.